Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which a hole was identified in the reservoir. The existing reservoir was removed and replaced. The cause for the hole was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually inspected and leak tested noting that the component had wear at a fold in the reservoir shell. Additionally, a hole was identified in the adapter strain relief; however, this damage was consistent with sharp instrument damage. Based on the information available and analysis results, the hole identified in the reservoir is a secondary anomaly; therefore, the most probable cause that led to the reported event could not be confirmed. A conclusion code of case not established was assigned to this investigation. Correction to fields: b1. Type of report, b2. Outcome attributed to adverse event, d5. Operator of device, h1. Type of reportable event.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which a hole was identified in the reservoir. The existing reservoir was removed and replaced. The cause for the hole was not detailed by the facility. There were no patient complications.